Event description:
It was originally reported that the tip of the bravo capsule was dry. The capsule was not used on the patient.

Manufacturer narrative:
Final device analysis revealed no significant anomalies. There was not enough information to determine the root cause of the failure. The capsule was returned separate from the delivery system. The trocar needle was advanced with no blood/tissue present. The plunger was fully depressed and retracted. The analyst found no visual anomalies of the push/pull wires and thrust tip/push pin. The white foam pad was slightly off centered. There was a bend in the middle of the dual lumen tube which could have been caused by the way it was shipped. The antimony pin was broken. The capsule did not attach.